Event description:
It was reported that the primary tubing set's spike broke when spiking the bag of lactated ringers (lr). Since this event happened before use on a patient, there was no patient involvement.

Manufacturer narrative:
Correction: b4 revised to 03/may/2020. The customer¿s report that the spike broke was confirmed upon visual inspection. Visual inspection observed that the spike of the drip chamber was broken off near the collar of the drip chamber. The break on the spike collar (drip chamber side) was smooth and slightly jagged at the break site. The broken spike piece was still lodged inside the returned IV bag port. Closer inspection of the break site under a lab microscope did not see any evidence of tool marks or scratch marks. No other anomalies were observed. Functional testing was not performed due to the drip chamber spike break. The breakage was caused by an external impulse/impact force. The root cause of the external impulse/impact force was not identified. Device history record for model 2426-0500 lot 20013033 shows that the set was manufactured on 11 january 2020 with a total of 34,563 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, lot: w0b05a1, exp: aug21, lactated ringer¿s injection. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the primary tubing set's spike broke when spiking the bag of lactated ringers (lr). Since this event happened before use on a patient, there was no patient involvement.